Event description:
On (B)(6) 2013, FDA forwarded to lifecell a copy of a voluntary report filed by the patient and posted on maude database, (B)(4): on (B)(6) 2013, a female patient underwent a procedure for a contaminated wound class: a large, open, recurrent, intermittently obstructing, incarcerated, complex incisional hernia repair with strattice. During this procedure she had extensive lysis of adhesions with an abdominal wall construction. The prior composite mesh was removed and found to be free of infection. A right hemicolectomy with an ileocolonic anastomosis was also performed. Patient was discharged home with home health care and later seen for routine post operative visit to remove staples with no adverse events noted. On a later follow up visit, she presented with a midline wound opening that was draining. She was afebrile. She was admitted to the hospital for wound care of a deep, incisional surgical site infection. The strattice mesh was not explanted. An ir drain was placed and removed after 2 days. The patient was placed on antibiotics with local wound care for the draining wound. She continues to be treated with oral antibiotics and is improving. This patient was part of a clinical trial, not sponsored by lifecell.

Manufacturer narrative:
Our investigation of lot s11225 includes: method: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s11225. Results: review of the device history records revealed no deviations during the production of lot s11225 that may be associated with the event. The lot met acceptance criteria for qc release, including tensile testing and suture-pull testing results. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. To date, no other complaints have been reported to lifecell against lot s11225. (B)(4). Based on the provided information, review of lot processing history showing that the lot is terminally sterilized with no deviations in association with the event, and that no other complaints were reported to lifecell against the lot, the event is unlikely related to the device. Patient factors including prior necrotizing fasciitis, infection of the surgical site, and a history of poor wound healing compounded by the related condition of diabetes likely contributed to this event. The lifecell device was not explanted. Device not returned for evaluation.